Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries due to use/user error. There is not indication if the device was repaired. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no abnormality performed. The user interface module software version of this pump is v5.09.92. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There was no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.